Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a trial scs sys on (B)(6) 2011. During the trial, the pt reported numbness in her right leg. The pt also reported having adequate pain relief in her right leg during the trial. The exact date when numbness began is unk. No further info is available at this time.